Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was poor barrier separation of sample this event occurred 2 times. The following information was provided by the initial reporter: translated to english. The customer stated: "when using the tube, the blood would sink directly to the bottom of the device, the separation gel moved up, and the product was then thrown away."

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were drawn with horse blood, mixed, stood at room temperature for 30 minutes, before being centrifuged at 1862 rcf for 10 minutes, using an mse mistral 1000 centrifuge. All 4 tubes were found to have good gel separation. Additionally, samples were visually inspected. No issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was unable to confirm this complaint for poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4)

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was poor barrier separation of sample this event occurred 2 times. The following information was provided by the initial reporter: translated to english. The customer stated: "when using the tube, the blood would sink directly to the bottom of the device, the separation gel moved up, and the product was then thrown away."